Event description:
Patient's neighbor called in to report service error code. Wcd event notifications was also received on the customer support helpline queue. There was no patient injury or adverse event. However, the service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial safety and performance testing. The returned monitor was tested at benchmark and passed both isl (safety) and eit (performance) testing. Returned therapy cable failed inspection. Confirmation of the service error code reported could not be documented due to therapy cable being assigned for rework. Therapy cable was reconditioned and rekitted after passing all the test. Will continue to trend for future occurrences.